Event description:
A customer contacted beckman coulter inc. (Bec) and reported that their unicel dxc 800 pro synchron clinical systems had a low flyer on the tpm calibration which failed. The tpm module was then disabled. Based on the supplied printouts, patient samples were not tested at this time.

Manufacturer narrative:
Qc was within established ranges. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the tpm module. The root cause of this event is unknown. An MDR 2050012-2011-06600 is associated with this event. (B)(4).